Manufacturer narrative:
Batch review performed on 06 february 2018, lot 155444: (B)(4) items manufactured and released on 02 february 2016. Expiration date: 2021-01-17 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event

Event description:
The patient came in complaining of instability. No trauma reported. The surgeon up sized the poly from an 11mm to a 17mm. The surgery was completed successfully.